Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that felt a flicking sensation in the abdomen, "like tiny little taps on the inside". The patient stated adjustments were made that helped. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.